Event description:
An altitude alarm was reported by the customer due to the pump at the time of the event. The customer declined to provide their blood glucose level at the incident time, but there was no further indication of adverse impact. Technical support instructed the customer to clean the speaker holes, reconnect the cartridge, and wait up to five minutes to resume insulin. The customer successfully resumed insulin after following these steps and waited an additional five minutes to ensure the issue was resolved. The pump subsequently resumed normal operation, and no further alarms occurred. Technical support offered tips to prevent future altitude alarms, which the customer acknowledged.